Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the turning knob became loose when the cutting tool was removed from the attachment device. There were no delays to the surgical procedure as a spare device was available for use. It was reported that there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the turning knob became loose, when the cutting tool was removed was confirmed. An assessment was performed and found that the coupling tool side had a defect. It was further reported that the ratchet was defective. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.